Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified device returned shows signs of use with scratches and gouges on the handle as well as gouging on the strike plate. The device was returned with a fractured poly tip. The tip was fractured into 2 pieces with 1 of the pieces remaining attached to the impactor. The poly tip returned was not the tip that is called out in the print for this impactor. Print calls for a black poly tip and a grey poly tip was returned. The features of the fracture surface visually align with a bending overload with possible overtightening associated with crack initiation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The tips of the impactors switched are epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.